Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with extensive tethering of the posterior mitral leaflet, an enlarged atrium, and annular dilation. Two mitraclips xtw clips were inserted and deployed on the mitral valve without issues. To further reduce mr, a third clip, a mitraclip ntw was inserted, and grasping was performed. However, difficulties grasping and capturing the leaflets occurred. After several grasping attempts, the mr was unable to reduced, and it was suspected that a tiny perforation in the anterior leaflet occurred, and that the posterior leaflet became thinner, and more curled. Therefore, the clip was removed from the patient. No additional clips were implanted. The procedure was discontinued, and the mr was reduced to a grade of 3+. There was no clinically significant delay in the procedure.